Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial pacemaker implant, the patient's blood pressure had dropped after placing both atrial and ventricular leads. Stat echocardiogram showed that the right ventricular lead had perforated. The leads were extracted. The patient was transferred to the intensive care unit and the perforation was managed. The patient was in recovery past intervention.